Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2009. One day post-operatively, the surgeon observed that the patient's left (os) eye flap had slipped. The same day the flap was refloated, and the patient was prescribed topical steroids. A bandage contact lens (bcl) was also placed os. The patient's pre-operative best corrected visual acuity (bcva) was 20/20. Post-operatively the patient's bcva is 20/20.

Manufacturer narrative:
A device evaluation was not warranted because the laser was functioning as intended. The preventive maintenance records were reviewed for this laser and showed that a pm visit was performed in 2009 and then four months later. At the pm visits, the laser performed within specifications. A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient's status and attempting to determine a potential root cause for the flap slippage. Although the root cause was not identified, the surgeon reported that the parameters for the hinge width and energy setting had been changed prior to the surgery as they felt the lifts were very easy. The cds walked the customer through a second change of settings with no additional problems reported. Slipped/dislodged flap, easy lifts.